Event description:
It was reported that during use the cardiosave hybrid intra-aortic balloon pump (iabp), had a battery charging issue. Patient involvement was reported, however no patient injury or harm occurred.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.